Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) the patient had significant improvement. On (B)(6) the patient reported resolution/outcome resolved without sequelae on (B)(6). On (B)(6) the patient reported the headaches resumed. It was noted the patient experienced positional headaches following catheter revision in october that had resolved in november (previously reported). The patient fioricet was refilled. The patient reported resolution on (B)(6) /outcome of the event resolved without sequelae on (B)(6). The event was noted to be related to surgery/anesthesia. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient contacted the on call provider and reported experiencing the following symptoms: severe headache, nausea, vomiting, difficulty hearing, and increased back pain. The patient's catheter was revised on (B)(6) 2019. The on call provider directed the patient to present to the emergency department (ed) secondary to patient's apparent distress over symptoms. The ed physician admitted the patient for treatment including caffeine tablets, fioricet, intravenous (IV) fluids, a toradol injection, and anti-nausea medication. The outcome of the event was noted as ongoing. The clinical diagnosis was positional headache. The event required in-patient or prolonged hospitalization. The patient's weight was 165 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.